Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to a code 1003 indicative of battery voltage too low for projected remaining capacity. The patient was also reported to have experienced symptoms of heart failure. The replacement procedure was successfully completed, and a new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to a product performance issue. The patient was also reported to have experienced symptoms of heart failure. The replacement procedure was successfully completed, and a new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Follow up report 2 (device evaluation): the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to a code 1003 indicative of battery voltage too low for projected remaining capacity. The patient was also reported to have experienced symptoms of heart failure. The replacement procedure was successfully completed, and a new device was implanted. No additional adverse patient effects were reported.